Manufacturer narrative:
Reporter¿s phone number: (B)(6). The reporter¿s phone number was inadvertently omitted in the initial report. The phone number has been updated accordingly. All of the reporter¿s information has been updated accordingly. Correction: device availability: the device availability was inadvertently documented as 11/6/2017 in the initial report. The date returned to manufacturer was corrected to 11/5/2017. Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The service history review shows that the previous service condition from (B)(4) 2012 is relevant to the current complaint issue. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning on the electric pen drive device. It was further reported that the device did not function. It was further determined that the device failed pretest for check function and direction of rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.